Event description:
It was reported that the patient underwent a right femoral hernia repair procedure on (B)(6) 2004 and mesh was used. The patient experienced chronic pain and infections, internally and about the area of the incision. She developed peritonitis and sepsis, and other injuries from erosion following the procedure. On (B)(6) 2012 the mesh was excised . It was noted during the surgery that the mesh was incorporated into a granuloma. The patient continues to experience infections. Continues to experience infections. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that on (B)(6) 2006, the patient had a primary low transverse c- section. It was also reported that on (B)(6) 2011, the patient underwent colonoscopy with biopsy and esophagogastroduodenoscopy with biopsy.

Manufacturer narrative:
(B)(4). It was reported that patient underwent colonoscopy with biopsy on the (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.